Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, the investigation of the device manufacturing records was conducted by e MFR. There were no deviations or conconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt reported pain during drain phases during pd treatment on the liberty cycler. The pt stated she was recently treated with antibiotics for an infection. The pt was referred to her pd nurse. During a follow-up call, the clinic manager stated that the pt was treated outpatient with intraperitoneal antibiotics for bacterial peritonitis.